Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 7 inch  mic ext set w/1.2mf had "11 cm" of air in the extension tubing during use. The following information was provided by the initial reporter: "I thought maybe this was a random issue, but it looks as if we have a significant problem with our lipid filters. In the past week this has happened several times. I finally had it happen when I was here and staff saved the tubing. There seems to be no break in the line or filter where the end connects. It was screwed on correctly and seems secure. The line began backing up, with about 11 cm of air in the extension tubing. At the connection site and down the extension tubing (where the air gap was), there were lipid beads around the outside of the tubing. We couldn't see any actual leakage from the connection site. I have the tubing and filter. I've asked staff to stop using these and pulled our stock."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-14. H6: investigation summary: two sets (one used and one unopened/unused) and one extension tubing were returned by the customer. It was reported that there seems to be no break in the line or filter where the end connects. Air in extension tubing is reported and lipid beads around the outside of the tubing are being reported. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. Each set was connected to the returned extension tubing, which was then connected to a 10 ml syringe and attempted to be flushed with a blue dye/water mixture. The sets were able to be flushed. The failure was unable to be replicated, therefore, the complaint was unable to be verified. A device history record review for model 20129e lot number 20105144 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined because the failure was unable to be replicated. H3 other text : see h10.

Event description:
It was reported that the 7 inch  mic ext set w/1.2mf had "11 cm" of air in the extension tubing during use. The following information was provided by the initial reporter: "I thought maybe this was a random issue, but it looks as if we have a significant problem with our lipid filters. In the past week this has happened several times. I finally had it happen when I was here and staff saved the tubing. There seems to be no break in the line or filter where the end connects. It was screwed on correctly and seems secure. The line began backing up, with about 11 cm of air in the extension tubing. At the connection site and down the extension tubing (where the air gap was), there were lipid beads around the outside of the tubing. We couldn't see any actual leakage from the connection site. I have the tubing and filter. I've asked staff to stop using these and pulled our stock."